Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during biomed testing (medication, programmed amount and delivery rate unknown). The infusion had been restarted and failed to deliver the programmed amount. The results of the infusion were noted to be out of tolerance. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). After a site visit by a baxter field service technician on (B)(6) 2015, the failed flow rate accuracy testing from the initial manufacturer report was confirmed. The cause of the failed testing was attributed to improper test procedure which includes insufficient head height and a lack of resolution in the weighing of the test samples.